Event description:
It was reported that during preparation, the sterile package of the otw promus was compromised; therefore another otw promus was used to successfully complete the procedure. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that may contribute to damage to the packaging components include, but are not limited to, manufacturing, transportation, handling at the distributor, handling during inventory storage and/ or handling during unpacking. To ensure this is not the result of a manufacturing deficiency, 100% inspection of the foil pouch, tyvek pouch, and chipboard box is performed during the manufacturing process. In addition, packaging validation was performed which included a transportation test to demonstrate that the packaging materials (primary and secondary) are robust enough to protect the stent delivery system. There was no damage reported by boston scientific (bsc) when they received the shipment of product and during inspection of the product before they shipped it to the distributor. Although a conclusive cause for when the damage occurred cannot be determined, there is no indication of a quality deficiency by abbott vascular. It is possible that the damage occurred from the bsc shipment of the product to their distributor. Without the product to examine a conclusive cause for the reported difficulties could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for damaged packaging for this lot.